Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity stat high sensitive troponin-I reagent lot 04458ui00 identified normal complaint activity. No customer returns were available for evaluation. To evaluate the historical performance of the reagent lots, worldwide field data was reviewed. The median population result for the lot was comparable with all other lots in the field. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformance's, potential non-conformance's and deviations related to the likely cause lot. This review did not identify any non-conformance's, potential non-conformance's or deviations. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot# 04458ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete sid (B)(6), new sample ID: (B)(6) this report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result on one female patient. Results provided: (B)(6) 2019 sid (B)(6) = 1.4 ng/l, another architect = 0.8 / 1.0 ng/l; new sample sid (B)(6) = 27.1 ng/l/ 1.3 ng/l, another architect = 1.2 ng/l. Customers diagnostic cutoff for females = 16 ng/l. No impact to patient management was reported.